Event description:
Additional info received from the MFR on 03/05/1999: the product was never returned to co for evaluation. The facility contact indicated that the iab did not malfunction. On 01/12/1998, it was reported to co that the pt's death was not attributed to the event.